Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25. The customer¿s blood glucose level was 6 mmol/l. Customer's parent stated that the insulin pump had alarmed twice in the day. The customer was advised to remove the battery and wait for red light to go out and then insert new battery and was advised to call again if issues still persists. The insulin pump will not be returned for analysis.